Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that multiple shocks were delivered from the implantable cardioverter defibrillator (ICD). The shocks were appropriate for the rhythm. The patient was hospitalized. Right ventricular (rv) lead threshold was increasing and therefore, device outputs were increased. Subsequently, the patient was seen for a routine device check and died later that day. Post mortem device interrogation revealed undersensing of a ventricular arrhythmia on the date of death. The physician stated undersensing was high likely to occur given the patient's severe heart failure. The patient died due to severe heart failure and ventricular arrhythmia. No additional details were provided.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.